Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam as the lock lever cap could not be opened/closed. Moreover, the leak was also confirmed during device testing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaint reported from this lot. Based on the overall information, the observed leak was likely an outcome of the mechanical jam (resulting from cross threading). The observed scratched lock lever cap was a result of troubleshooting steps/procedural circumstances. The investigation determined the noted mechanical jam appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), it was noted that the lock lever cap was leaking, and the cap could not be turned open or closed. Therefore, the cds was not used. The new cds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.